Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head operation was intermittent. The head interrogated and passed functional tests with a known good cable. It was also indicated that the upper case lens was cracked. The head was to be sent for repair and restocking. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was interrogating only intermittently and that it had occurred several times. The head was returned for service but it was noted in correspondence that the representative did not need it returned. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.